Event description:
It was reported that the patient presented in clinic for routine generator change procedure. The right ventricular (rv) lead had a known high capture threshold issue and loss of capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.